Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 6 month post operative CT showed the presence of a type ia endoleak due to the device being positioned below the intended landing zone in a location outside the treatment range for the implanted stent graft. A re-intervention was performed to place coils at the level of the seal zone successfully resolving the type ia endoleak. As of the date of this report, there have been no additional patient sequelae reported.